Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "no alarm." According to the customer: "during treatment, air in about 8cm of the hose passed through the sensor on the pump without alarm. It was close that the patient ingested the amount of air intravenously. Patient not harmed." "

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). A visual inspection was performed. No visible damage could be detected. A functional test was performed. The device passed the self test. A space line was inserted and the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read and analyzed. No abnormalities were found in the device or alarm history. For checking the air-sensor a space line was filled with water and was inserted in the infusomat. With the operating unit closed, a value of 24 mv (rated value < 100mv) was measured for the air and a value of 1721mv (rated value between 1100mv - 2250mv) was measured as water equivalent. All measured values were within our specification. Furthermore the pump was started with a rate of 250ml. With the help of an omnifix-h 1ml syringe scattered bubbles of 0,1ml and 0,25ml were injected to test the correct function of the air sensor. During the investigation no faults could be detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. A malfunction of the air sensor could not be detected.